Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line was not properly primed. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there air in the patient line during the initial drain on the homechoice (hc). The patient had connected before the patient line had primed completely. The technical service representative assisted with ending the therapy, and advised the patient to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.